Event description:
It was reported that the while bringing patient out from operating theater (ot) following cardiac surgery with cs300 intra-aortic balloon pump (iabp), ECG monitoring was not working, iabp was in pressure triggering mode. Beside nurse changing the ECG dots and ECG cable with no effect. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that the while bringing patient out from operating theater (ot) following cardiac surgery with cs300 intra-aortic balloon pump (iabp), ECG monitoring was not working, iabp was in pressure triggering mode. Beside nurse changing the ECG dots and ECG cable with no effect. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that evaluated the iabp, reported that the customer may have had trouble with the electrodes. Depending on the type, it can take a little time before the signal is available after putting on new electrodes. The fse performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the unit and was unable to replicate the problem. The iabp was working as per specifications. However, it is unclear if the unit was cleared for clinical use. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the while bringing patient out from operating theater (ot) following cardiac surgery with cs300 intra-aortic balloon pump (iabp), ECG monitoring was not working, iabp was in pressure triggering mode. Beside nurse changing the ECG dots and ECG cable with no effect. There was no harm or injury to patient and no adverse event was reported.